Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 217 mg/dl at the time of incident. Customer stated that the insulin pump buttons were hard to use and unable to read the screen. Customer reported that the insulin pump was worn and the reservoir compartment edge was crumbled. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement test, operating currents test, error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to buttons not responding. The insulin pump was received with cracked reservoir tube lip noted.